Manufacturer narrative:
Device evaluation: one smiths medical cadd solis vip pump was returned for analysis with a scratched lens, and bubbled downstream occlusion (dso) seal. During analysis, error 46440 was found in the software application, the reported issue was able to be duplicated. Service recommended replacing dso sensor due to error 46440. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that the cadd solis vip pump displayed error 46440. There were no adverse events reported.